Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken indexing handle was observed. A functional evaluation revealed a blown transistor on the pcb. The complaint was confirmed and the root cause was determined to be a blown transistor on the pcb. Manufacturing records show that the device was last released to distribution as a service replacement in (B)(6) 2017. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet positioner started vibrating and the arm dropped during a shoulder procedure. No delay was noted, and the procedure was completed with a backup device. No patient injury or complications were reported.